Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a weak signal and lost signal when wearing sensor. Troubleshooting was performed and customer was advised that radio frequency was causing issue. Customer also reported that display screen was smudged which made display screen difficult to read. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.